Event description:
On (B)(6) 2025, a patient underwent dialysis catheter placement procedure, the guide wire was allegedly found no further advancement possible over the puncture cannula. It was further reported that the guide wire in the anterior area disintegrated and inner wire detached from tip. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo was provided for review and one guidewire in a guidewire hoop was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. Part of the distal portion of the guidewire was noted to stretched and uncoiled. A core wire was noted protruding the kinked and uncoiled portion of the guidewire. The core wire appeared to have a kink. The flat core wire appeared to have a fracture as it was separated from the distal end of the guidewire. The termination of the flat core wire appeared to be granular and was slightly tapered. The distal tip of the guidewire was noted to have a portion completely coiled. Therefore, the investigation is confirmed for the reported fracture, material separation and identified unraveling and deformation issues. The investigation cannot confirm the reported failure to advance and resistance given no needle being returned and the conditions of the event not being reproducible. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use reviewed: the following content from the IFU may be applicable to this event: "caution: do not pull back standard guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first." G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo was provided for review and one (1) guidewire in a guidewire hoop was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. The distal portion of the guidewire was noted to stretched and uncoiled. A core wire was noted protruding the kinked and uncoiled portion of the guidewire. The round core wire appeared to have a fracture as it was protruding the uncoiled portion of the guidewire. The core wire appeared to have a kink. The termination of the round core wire was observed to be granular. The flat core wire appeared to have a fracture as it also found within the uncoiled portion of the guidewire. The termination of the flat core wire appeared to be granular. The distal tip of the guidewire was noted to have a portion completely coiled. Therefore, the investigation is confirmed for the reported fracture, material separation and identified unravelled and deformation issues.however, it is inconclusive for the reported failure to advance and physical resistance or sticking issues as functional evaluation could not be performed due to the core wires protruding. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. G3, h6 (device, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent dialysis catheter placement procedure, the guide wire was allegedly found no further advancement possible over the puncture cannula. It was further reported that the guide wire in the anterior area disintegrated and inner wire detached from tip. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent dialysis catheter placement procedure, the guide wire was allegedly found no further advancement possible over the puncture cannula. It was further reported that the guide wire in the anterior area disintegrated and inner wire detached from tip. There was no reported patient injury.